Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were the clips used on patient? Yes. Does the clips not hold on suture, interoperative or postoperative? Intra-op. Clips either cannot be closed or fall out of applier. Surgeon also tried different applier with same result. Which one is the lot number rgbdpjq0 or qebblrq0? Both if both lot numbers were used during this single surgical procedure, please confirm the exact quantity of clips form each lot that presented the alleged issue. How was procedure successfully completed? Surgeon kept trying clips until finally one worked. Please confirm what the issue with the device was, i.e did the clip not hold the suture or did the applier not hold the clip? Both. Clips either cannot be closed or fall from applier. Confirm the exact quantity of clips form each lot that presented the alleged issue. Customer unable to provide exact number a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2021-10735.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6)2021 and clips suture were used. During the procedure, the clips did not hold and broke. There were no patient consequences reported. Additional information was requested.